Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, who had an escape rhythm of 35 beats per minute, experienced syncope, diarrhea and vomiting. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was reprogrammed. The device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude further harm to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the physician stated the syncope was caused by diarrhea and vomiting rather than a ipg malfunction.